Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown screws. If additional information becomes available it will be provided on a supplemental report.

Event description:
During medical procedure the surgeon fix the plate and introduce the first screw into the oval hole and the second screw in the neutral hole as the instructions without issues, but fixing it the screw get locked in the plate and was necessary to remove them.